Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains at the hospital. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Reported event was unable to be confirmed as the investigation is in process. DHR was reviewed and no discrepancies were found. The root cause has not been identified as the investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip surgery, the threaded portion of the inserter tip broke off. A post-operative x-ray showed the patient retained a piece of the inserter. There is no intervention planned to removed the fractured pieces.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.